Manufacturer narrative:
The replaced external portion of the driveline and the explanted pump were returned for evaluation. The evaluation of the pump confirmed the report of a potentially compromised driveline. Approximately 18.5¿ of the external portion/distal end of the driveline was returned and evaluated. Continuity and hipot testing was performed which did not identify any breaches to the wires that would have resulted in the reported event. The explanted lvad was returned with the driveline cut approximately 9¿ from the pump housing and the severed portion of the driveline was not returned. Continuity testing was performed on the returned portion of driveline and all wires were found to be electrically intact. No shorts or discontinuities were found during the electrical continuity testing. The shielding and bionate were removed, and examination of the underlying wires revealed a breach in each of the insulations of the orange and black wires approximately 8" from the pump housing. Further examination of the remaining wires in this area revealed marks consistent with abrasion. The conductors of the orange and black wires were exposed. The insulation breach of the wires appeared to be the result of abrasion from the metal shielding due to repetitive flexing of the driveline in this area. There was no evidence of mechanical damage such as crushing or pinching. The breaches of the insulation of the orange and black wires would have interrupted function as a result of the exposed conductors of any of the wires potentially contacting the braided shield and shorting to ground if the device was supported by the power module. This short would have caused the reported low speed and pump stop events. The observed wire compromises also had the potential to interrupt pump function as a result of a phase to phase short if the exposed conductors contacted each other or made simultaneous contact with the braided shield while the device was supported by batteries. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient underwent an emergent pump exchange on (B)(6) 2016 post failed driveline repair. The patient was exchanged to another manufacturer's ventricular assist device and was reportedly doing well. It was also reported that the patient's abdominal pain was not thought to be related to the vad and subsided. Regarding the shock patient felt when connected to the power module, the customer was unsure of the cause and strength of the shock. It was stated that the patient did go into ventricular fibrillation when the patient cable was connected to the power lead. The implantable cardioverter defibrillator (ICD) provided anti-tachycardia pacing but did not show ICD firing.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years and 7.5 months. The replaced portion of the driveline was returned for evaluation. The evaluation is not yet complete. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient presented to the emergency department with abdominal pain and was sent to the clinic for interrogation of the patient's system controller. It was reported that when the white lead of the system controller was connected to the power module, the patient stated they felt a shock in their chest and the pump stopped, accompanied by a red heart alarm. The system was immediately connected back to batteries. A system controller log file was submitted to the manufacturer's technical services representative for review. Technical services observed four pump stoppages on (B)(6) 2016 within approximately a 1 hour time period while the system was connected to the power module. On (B)(6) 2016, technical services arrived on site and reviewed x-ray images, which did not show any area of obvious concern. A driveline evaluation was performed. At that time, the attending physician decided the patient would use an ungrounded patient cable and an external driveline replacement would be considered. No further alarms were reported while the system was supported on the ungrounded cable. On (B)(6) 2016, technical services arrived on site to perform a driveline replacement. The external portion of the driveline was replaced and the system was reconnected to a grounded cable. There were no initial pump stops compared to before the repair as previously, the pump would stop as soon as the grounded cable was connected. After the patient sat up, a speed drop and pump off event was observed. An issue within the internal portion of the driveline was suspected. No further information was provided.